Manufacturer narrative:
No similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -8.5/+3.0/088 (sphere/cylinder/axis) into the patient's right (od) eye on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a same length different model lens due to lens rotation. The problem is resolved. The cause of the event is reported as other: "lens rotated and dr. Determined rotating lens wouldn't correct residual astigmatism."